Manufacturer narrative:
Investigation: conmed linvatec received this bur guard for evaluation and confirmed the reported problem. An investigation found the unit exceeded manufacturer temperature specifications related to worn bearings from extended use. Further investigation found the bur guard is overdue for preventative maintenance; last service date january 2007. In addition, the handpiece in use at the time of this event was received for evaluation. During testing of this unit, it functioned within temperature specification. Further investigation found it was overdue for preventive maintenance; last repair date may 2007. The information for use (IFU) warns the user of the following: prior to each use, all equipment must be inspected for proper operation. Overheating might occur if bearings are worn or are not kept clean. If overheating occurs, discontinue use and return for service. Guards are to be returned to linvatec every six months for routine maintenance. Failure to follow this routine maintenance schedule may result in overheating or damage to the handpiece and/or bur guard, and may result in injury to patients or the medical personnel. Bur guard test procedure prior to attaching the bur guard; check for worn bearings by inserting a bur into the nose of the bur guard. While holding the bur, spin the guard. The guard should spin freely around the bur shaft without restrictions. Attach the bur and guard to the drill using the following instructions. Run the instrument for at least 30 seconds, carefully feeling the tip of the guard for heat. If heat is noticed, discontinue use and return to linvatec/hall surgical for service. The user will be sent additional information on care of these devices.

Event description:
The customer reported that this bur guard was in use when the handpiece generated heat in the body of the device. The user exchanged this device for an alternate and completed the surgery without serious injury or surgical delay.